Event description:
It was reported that during a lead revision procedure due to right ventricular (rv) lead perforation, the physician reported experiencing difficulties reprogramming this pacemaker device. The physician called technical services (ts) and requested programming consultation. The physician stated that the pacemaker had been programmed to pace at 80 beats per minute (bpm), and temporarily been programmed to pace at 45 bpm while testing the new lead impedance and threshold measurements. However, after the lead testing, the pacemaker had become stuck on the temporary pacing mode and had received a message on the programmer that stated the function was disabled due to diagnostic test was in progress. Ts assisted with troubleshooting and rebooting the programmer, the programmer settings and parameters went back to normal, but the pacemaker remained pacing at the 45bpm rate. The physician decided to explant the pacemaker and successfully replaced it with a new device. No additional adverse patient effects were reported. The pacemaker is expected to return for analysis.

Event description:
It was reported that during a lead revision procedure due to right ventricular (rv) lead perforation, the physician reported experiencing difficulties reprogramming this pacemaker device. The physician called technical services (ts) and requested programming consultation. The physician stated that the pacemaker had been programmed to pace at 80 beats per minute (bpm), and temporarily been programmed to pace at 45 bpm while testing the new lead impedance and threshold measurements. However, after the lead testing, the pacemaker had become stuck on the temporary pacing mode and had received a message on the programmer that stated the function was disabled due to diagnostic test was in progress. Ts assisted with troubleshooting and rebooting the programmer, the programmer settings and parameters went back to normal, but the pacemaker remained pacing at the 45bpm rate. The physician decided to explant the pacemaker and successfully replaced it with a new device. No additional adverse patient effects were reported. The pacemaker is expected to return for analysis. The device has been returned and analyzed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.